Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump have been giving wrong basal rate because the time on the insulin pump was not accurate. The insulin pump showed 11.21 am and time is 9:28 am. The customer reported high blood glucose of 17 mmol/l at the time of call. The customer reported that his blood glucose have been high because he has been receiving the wrong basal rate. The customer took a three unit correction bolus using the insulin pump. Troubleshooting was not completed. The customer was only assisted with changing the time on the insulin pump. The product is not expected to return for analysis.